Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced pain in their legs and abdomen following the implant procedure. The surgeon decided to remove the lead but left the ipg in the patient. The physician plans to re-implant the patient with percutaneous leads instead due to the patient¿s anatomy.